Event description:
A mayfield swivel adapter 40a1018 was involved in a slippage during a pt procedure. The rptr described the incident as; a mayfield swivel adapter slipped during a procedure. There was no injury involved.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.